Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical extension set was leaking solution from the filter. The set was changed after this incident. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation: one sample was returned for analysis in used condition. Functional testing involved using a syringe with colored water to detect any leak. No leaks were detected during the test. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.